Event description:
Pt was originally fit with mid water contact lenses, however due to difficulties with handling, the dr refit the pt with the preference standard soft contact lenses. Although pt frequently uses the swimming pool while the lenses are in place, pt alleges using goggles as a source of eye protection, while swimming. New preference standard lenses were dispensed to the pt on 12/27/99. After wearing the lenses for nearly 3 weeks, using the quick care cleaning and disinfection system, bilateral corneal ulcers had developed. The right eye exhibited 5 multiple ulcers (outside the visual axis), with infiltrates, 2+ infection, and conjunctivitis, (chamber is clear). The left eye exhibited infection with small "nebula" ulcers. Pt's vision remains 20/20 (with correction) each eye. Pt had residual opacities at sites of ulceration (pt only), which is expected to decline with treatment. A full recovery is expected.